Manufacturer narrative:
T was reported that during procedure block did not fit properly on the medial condyle of the femur and when pinned caused the rotation to be thrown off. Standard instrumentation available and used. The associated genesis ii visionaire cutting block kit was not returned for evaluation. Therefore, a product analysis could not be conducted. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No prior complaints for this part as this is a patient specific device. Our investigation including an engineering evaluation by our visionaire team found that all in the planning and design process were within visionaire standards. No root cause could be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during procedure block did not fit properly on the medial condyle of the femur and when pinned caused the rotation to be thrown off. Standard instrumentation available and used. No injuries or delays reported.